Event description:
The device was used during a pelviscopy. The device melted the trocar and the reducer cap of another co's 5mm trocar. A burn about 6 1/2" x 1" rectangular in shape and an oval blister about 1/8" x 1/4" inferior to the trocar were noticed at the end of the case. It is unk if other electrosurgery devices were used through the trocar. It is unk if any intervention was performed. The rep is returning the trocar with the device. 10/23/96 it was reported the rep spoke to the surgeon and he was concerned burn might have burned the cannula also. A plastic surgeon is looking at the pt's burns.

Manufacturer narrative:
Device returned with no lot identification.